Manufacturer narrative:
Device manufacture date: battery pack (B)(4): 11/2008. Battery pack (B)(4): 01/2008. Device eval summary: device evaluations of batteries (B)(4) and (B)(4) have been completed. The reported problem (batteries are unable to power on the monitor) has been confirmed. Upon eval, battery pack (B)(4) was found to have a bent pin in the connector. Pin 5 was bent and prevented the battery from successfully communicating with the charge/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface or misalignment issue when the battery pack was being inserted into the monitor. Upon eval of battery pack (B)(4), defective cells were discovered within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective batteries. The pt received two replacement battery packs.

Event description:
The pt svc rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support to report that neither of the pt's battery packs would power on the monitor. Support issued the pt a replacement battery pack.